Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a bolt snapped that holds the top piece of the rollstand to the bottom pole. No patient or user harm was reported.